Event description:
Information was received indicating that during use of this smiths medical cadd administration sets, the cadd sets had "holes" and medication could not be administrated to the patients because there was a rupture of the treatment. It was reported that the cadd set was changed and port cath was clogged, and the patient was transferred to emergency. No additional adverse effects were reported.